Manufacturer narrative:
E1: zip code, postal code: (B)(6).

Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an unspecified procedure in which the zilver 635 biliary self expanding metal stent, g50624, was used. While customer was deploying the stent when they got to the end of the stent deployment, they heard a pop. The stent had deployed; however, the outer catheter had broken off and was hanging outside the papilla still. The customer had to use a rat tooth forceps to remove the outer catheter from the patient. Per cir, the following triage questions were sent to the district manager on 18apr2025, and reply received on 21apr2025. What was the target location of the stent? The right heptic duct. Details of the wire guide used (name, diameter)? .035, jagwire. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? (If altered please indicate the procedure type (e.g., cholodochojejunostomy) no. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. What was the position of the elevator during deployment? Elevator was lowered. Was there resistance felt passing the delivery system through the stricture? No. Was the stent being placed through the side wall of a previously placed stent? No. Did any part of the product snag/get caught on the stent when removing the delivery system? No. Was the stent deployed in the correct position"? Yes.